Event description:
It was reported that the prong of the threaded inserter was broken during the surgery. No pt complications were reported.

Manufacturer narrative:
(B) (4): visual examination confirms the superior tang is broken off. Microscopic examination of the fracture surface suggests a quasi-brittle fracture; fracture surface river lines and morphology consistent with bending overload. The above observations are consistent with misuse due to bending overload, and resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.